Manufacturer narrative:
Device manufacture date not available at this time. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. A software investigation found that the reported event was due to an incorrect procedure of placing the frame on backwards.

Event description:
A medtronic representative reported that a biomed representative from the site alleged the foot switch would not work in navigate, while in a cranial surgery. He also alleged that the scope probe was not tracking properly. The biomed representative was unclear what they were trying to use the foot switch for. The medtronic representative attempted to walk them through troubleshooting the probe tracking issue, using the camera diagnostic window, but they were unwilling to do this during the case. The biomed rep stated that he thought they may have put the frame on backwards after going sterile. At this point, they said they were discontinuing use of navigation and no further troubleshooting was possible. There was no impact on the pt outcome.